Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week after the initial implant of the device, the patient "had to go back in due to pericardial effusion and cardiac tamponade and their right heart chamber collapsed". The leads remains in use. No further patient complications have been reported as a result of this event.